Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The patient had a 23-29 mm reverse funnel aortic neck. The patient was scheduled for a planned case. It was reported intra-operatively the physician was unable to see the accessory renal artery during a non-contrast CT scan. An angiogram at implant was done and the physician decided to implant the (B)(4) just below the accessory renal artery to preserve it resulting in a proximal type I endoleak (planned location). The physician implanted a palmaz stent graft resolving the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; accessory renal location). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; accessory renal location).